Event description:
It has been reported to philips that the system couldn't expose and this message was displayed: "x-ray not possible. Tube problem. Contact tech support". The system was in clinical use. The procedure was completed by using a mobile c-arm. There was no reported patient or user harm. The field service engineer replaced the power supply and returned the system to use, in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system couldn't expose, and message was displayed: "x-ray not possible, tube problem¿. Review of the log files showed x-ray generator hardware related issues. Upon troubleshooting, the fse checked the system and found that restart does not resolve the issue. Fse found that the ips was not fully booting up, causing the generator to not boot up. The defective parts were returned for analysis, for ips certeray malfunction can be confirmed, 24v power supply has been found defect. However, the replacement of ips certeray by the fse has resolved the reported issue. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.